Event description:
An overdose was reported. The patient was reported non-responsive shortly after routine pump refill. It was noted that 9ml of the drug was aspirated from the pump pocket, 26ml was retrieved from the reservoir and 5ml not accounted for. The therapy was suspended and the patient was hospitalized. The patient outcome was reported to be resolved without sequelae (B)(6) 2012. The pump was used to deliver morphine, bupivicaine, and clonidine.

Manufacturer narrative:
Catheter: model # 8711, lot #(B)(4), implanted on: (B)(6) 2009, explanted on unknown; catheter: model # 8709, lot # 8709, implanted on: (B)(6) 2002, explanted on: unknown. (B)(4).

Manufacturer narrative:
(B)(4).